Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a urethroplasty, the suture and the needle were found detached when unpacking. Another suture was used to complete the case. There was no patient injury.